Event description:
It was reported that during a da vinci-assisted hiatal hernia-paraoesophageal surgical procedure, the customer encountered a recoverable fault. The customer stated that they tried to recover and even power cycled the system, but the issue remains. The technical support engineer (tse) viewed system logs and confirmed 32101 errors pointing to the universal surgical manipulator 3 (usm3) acm board. The tse had the customer power cycle the system one more time, but the error returned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically after moving arm 3 out of the way to complete the remainder of the procedure since they were 3/4 of the way done. They preferred 4 arms but were able to proceed with 3.

Manufacturer narrative:
An isi field service engineer (fse) has been dispatched to investigate the reported event. The fse was not able to recreate the faults on the system. The error logs did show multiple 32101 faults. The fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the usm unit involved with this complaint and completed the device evaluation. Failure analysis (fa) was able to confirm the customer reported complaint. The unit was tested on an in-house system and passed in normal mode. The unit was also tested and failed the usm direction test, the +48v clock spring ffc was found to be causing the issue. The clock spring assembly will be replaced as a fix. The root cause of the issue was this component failure. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.